Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 393 mg/dl at the time of the incident. The customer was at 52 mg/dl after being treated for the high. The customer was given hydration to treat. The customer experienced symptoms such as feeling sick and trouble breathing. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer had been sick with bronchitis and thinks the highs were related to the illness. The customer had a high of 588 mg/dl the previous day. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.